Event description:
Customer reported that a member of staff was allegedly burnt by static while stripping a big wheel stretcher. There was no pt involvement; however, there were adverse consequences reported.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional info is received, a follow-up report may be submitted.